Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8436500, model: sc-8436-50, serial: (B)(6), and batch: 7081910.

Event description:
It was reported that the patient had an infection at the ipg site and a leakage was noted at the incision site. The patient underwent an explant procedure and was prescribed with antibiotics. All device components were removed and were kept by the medical facility.

Event description:
It was reported that the patient had an infection at the ipg site and a leakage was noted at the incision site. The patient underwent an explant procedure and was prescribed with antibiotics. All device components were removed and were kept by the medical facility. Additional information confirmed that the infection was caused by staphylococcus.